Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to touchscreen failure was found in the ventilator's downloaded error log. The device's display and display board were replaced to prevent recurrence.